Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the video signal on the right high resolution stereo viewer (hrsv) on the surgeon side console (ssc) was not working. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to reboot the ssc and cycle the breaker; but, the issue persisted. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
No product issue was identified. The reported event was not confirmed as failure analysis of the high resolution stereo viewer (hrsv) found no issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was returned for failure analysis evaluation. The hrsv was installed on the printed circuit assembly test system. The system with the hrsv started up without any errors. The image quality was sharp, no noise, and was not tinted. The system idled for 1 hour and it was visually verified that there were no issues. The reported issue could not be replicated.

Event description:
Refer to h11 for follow-up information.